Event description:
As reported via legal documentation, this patient underwent an initial right total knee arthroplasty. Subsequently, six (6) years, five (5) months later, the patient underwent a right knee revision procedure due to prosthesis wear of the polyethylene component. Additionally, it is reported via legal documentation that patient continues to experience pain, discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage and bone loss. No medical or clinical information was provided. No additional information is available.